Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. A bend in the catheter shaft was noted at 0.9¿ proximal to the distal tip. Electrode ring 6 was noted to be damaged, and the shaft material was noted to be fractured. Internal components were exposed but not protruding from the shaft damage site. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. The cause of the shaft damage leading to the fractured conductor wires remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis. During the af procedure, it was noted that the electrodes would not display normally. The device was exchanged to resolve the issue without adverse patient consequences.